Event description:
The caller, representative of materials management, states the tube was placed in the patient and pretested fine. The doctor reported it was a smooth intubation and there was no unusual anatomy. Once the tube was placed in the patient, it would not inflate as expected so they removed it. Caller reported the patient was successfully intubated with a size 8.5 tube. There was no patient harm and per caller the patient is doing as well as expected now.